Event description:
The facility reports the pt was being transferred back to pt's room after toileting using the hoist and the toileting seat. The pt was raised off the seat, which was removed. The pt collapsed and slipped through the sling onto the floor. The pt suffered a fracture to pt left hip and has been admitted to a medical hospital for treatment.